Event description:
It was reported that the patient was a "little guy." The pump was eroding through his skin. They were going to move the pump over. The pump was delivering baclofen. It was later reported that the pump was not replaced; they just moved the pocket and made it deeper. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).